Manufacturer narrative:
Correction: h6: investigation conclusions code.

Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected to not be identified.

Event description:
The following information was received via a voluntary medwatch form (mw5183685): patient mentioned they had an abbott spinal cord stimulator malfunctioned, burned him, overstimulated him and he was rushed to the ER. Patient stated his surgeon implanted the infusion system in the same spot where the abbott stimulator burned him and all his tissue was damaged, but he is going to have to live with it and he doesn't want to be cut open on that side anymore because he has been cut open too many times. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).